Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 154 mg/dl. Reportedly, the customer went to the emergency room (ER) to obtain an additional form of insulin therapy. Once the alternate form was obtain the customer used that for insulin therapy. The customer did not receive any sort of medical intervention while in the ER.